Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number which is the associated event for the fellow eye. Root cause: root cause has not been identified. No sample was returned. Additional info was requested on 12/16/2010, 01/06/2010, and 01/13/2010 by phone, fax, and mail. Additional info was received by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical coordinator reported a pt experiencing halos following intraocular lens (iol) implant surgery. The pt was implanted bilaterally. The fellow eye (left eye) was exchanged. In a follow-up, the coordinator reported that the lens for the right eye was also exchanged for a different model. She reported that the pt is doing well. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.